Event description:
It was reported that two days postoperatively of a laparoscopic sigma resection, leakage in the anastomosis. The procedure was completed with a like device. The pt is now in good condition, but suffered severe peritonitis.